Event description:
Device was returned for service. During service, technician indicated the power adaptor did not pass the creep test. The main board was over 10 years old. The charging bays were worn and the old control print for fan was burned. Additionally, the old base plate had burned. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). PMA/ 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the power supply did not function properly and the charging bay was worn. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(6) 2012. Placeholder.